Event description:
Reporter indicated that system diagnostics were not able to be completed on a pt's pulse generator without receiving error messages, and at times the pt's device settings were changed after the attempt to run diagnostics testing. Programming handheld and accompanying software were subsequently returned to manufacturer for analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.